Event description:
The customer reported that during use of this spectrum ii suture hook, 45 degree right in a shoulder arthroscopy labrum instability repair procedure on (B)(6) 2013, the tip of the hook broke off when the surgeon was trying to pass the hook through too much tissue. The tip broke off at the distal curve approximately half an inch from the shaft. The broken tip was removed and both the tip and the remainder of the suture hook were disposed in the sharps bin. The case was successfully completed with only 2 minutes delay and the (B)(6) old, female patient was discharged as per routine procedure.

Manufacturer narrative:
The damaged suture hook and the broken tip are not expected for evaluation, as both were discarded at the user facility. Without the actual product, an evaluation could not be performed and the cause of the reported breakage was unable to be determined. However, evaluation of similar complaints revealed this type of damage can occur if excessive lateral force being applied during use and the most likely cause of tip breakage is user-related. A review of the device history records showed this lot was manufactured on 23-aug-2013 in a lot of (B)(4) units with no noted discrepancies during the manufacturing process that could have caused or contributed to the reported breakage. There were no other similar complaints received for this item and lot number combination. The suture hook breakage is addressed in the IFU and risk analysis shows the risk level as acceptable. To reduce the risk of tip breakage and injury to the patient, the instruction for use (IFU) provided the following warnings and precautions: warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions: do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Device was discarded at user facility.